Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient was seen once post-operatively to have half of her staples removed and the pocket site redressed. The remainder of the staples would be removed on (B)(6) 2015. The patient called the office on (B)(6) 2015 stating the pocket had purulent discharge and was seen in the office on (B)(6) 2015 where pump removal was recommended. The pump removal was scheduled for 1600 on (B)(6) 2015. There was no alleged product issue. The cause of the issue was undetermined. Complication associated with this event included drainage and incision wound opening of the device pocket. It was determined the patient had a pocket infection. The patient was discharged from hospital with a peripherally inserted central catheter ((PICC) line for home health intravenous (IV) infusion of antibiotics. The plan for this patient was to continue on oral pain medications and she would see her primary care provider for prescription management. It was noted they may address reimplantation at a future date. The system was explanted successfully and the patient¿s status at the time of this report was ¿alive-no injury¿. It was noted the device was discarded at time of explant and the catheter was sealed with clips and remained implanted. The pump was being used to deliver dilaudid. If additional information is received, a follow-up report will be sent.